Event description:
It was reported by a medical journal article that an angio-seal was deployed post diagnostic coronary angiography. Angiography revealed coronary vessel sclerosis without severe stenosis. 5000iu of heparin was given during the diagnostic angiogram. Six hrs after the angiogram, femoral pressure banding was removed. There was a small hematoma and another pressure banding was applied for an additional 6 hrs. Four months later, the pt was admitted to the ER because of a painful, pulsing tumor of the right groin, that had suddenly occurred that same day. Color duplex sonography revealed a large pseudoaneurysm. A thousand units of thrombin was injected and the pt's symptoms were immediately reduced. Sonograms done 3 days, 4 and 18 months after the injection showed complete closure of the pseudoaneurysm. The journal article concluded that there was most likely no interaction between the angio-seal components and the occurrence of the pseudoaneurysm. Reference journal article from: clin res cardiology 95:334-337 (2006). Authors: a, germing p. Grewe, a. Mugge and m. Lindstaedt. Received: 23 november 2005. Accepted: 21 february 2006. Published online: 3 april 2006.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device pt's information guide, which the pt is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.